Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the procedure was to treat a heavily tortuous common carotid artery. There was no issue with the filter during the procedure; however, when the filter was removed from the anatomy, there were two large chunks of debris inside the filter. It was unknown what the debris was. The physician stated it was either tissue or pieces from the retrieval catheter. Therefore, it will be reported that the retrieval catheter separated. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.